Manufacturer narrative:
The device was not returned. No further information regarding this event is available at this time.

Event description:
It was reported by an attorney that a patient underwent a procedure in which one of our laparoscopic power morcellator (lpm) was used and, allegedly her health condition was impacted by the use of the lpm.